Manufacturer narrative:
On 05/01/2019, the mentor failure analysis lab has received the device for evaluation. (B)(6). Reason for device explant and/or reoperation: capsular contracture. On 06/14/2019, during evaluation of the sample it was observed to be intact. No additional anomalies were observed. Based on the facts of the case, is unrelated to the breast implant and related to the patient condition. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. No further investigation will be conducted on this complaint due to external cause. The reported complaint could not be confirmed. This report is not intended to deny that patients experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption # e2007003. Manufacturer¿s reference number (B)(4).

Event description:
It was reported that a (B)(6) year-old asian female patient underwent a breast augmentation primary with a mentor memorygel breast implant 400cc and experienced bilateral capsular contracture baker grade unknown. As a result, the patient had undergone removal on (B)(6) 2019. This medwatch is for the left breast implant. This report contains supplemental information for mentor psr reference number (B)(4).